Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported disconnection alarm was triggered correctly. Performance testing could not reproduce the reported problem. No fault was found. During evaluation of the device, the device failed flow calibration during performance testing. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to trigger a disconnection warning alarm. There was no patient harm or serious injury reported as a result of this incident.